Event description:
It was reported that the patient's device reached elective replacement indications prematurely with less than four years of use. The device was used with low pacing outputs and no ventricular shocking therapies were delivered. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was received and analyzed. Normal depletion was found. The device met 80% of the expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.